Event description:
It was reported that non-sustained rv oversensing episodes and instances of oversensing on the far field channel were observed via remote transmission. Programming changes were recommended.

Manufacturer narrative:
(B)(4).